Event description:
The incorrect tibia was placed in the wrong sided femur (left was put in a right).

Manufacturer narrative:
The affected genesis ii cemented tibial baseplate was not returned for evaluation as it remains implanted. Our investigation included a review of complaint history on the listed part which revealed no additional complaints for this failure mode with the same batch number. A clinical evaluation indicated that no supporting clinical/medical documents have been provided. Therefore a thorough investigation cannot be performed. The answers from the complainant stated in answer to our 1st question is "surgeon/scrub staff error, or unaware tibias are sided". The future impact to the patient cannot be concluded. No medical assessment can be rendered at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Manufacturer narrative:
The associated genesis ii cemented tibial baseplate left was not returned for evaluation. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. The device was manufactured in 2017.  A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A clinical evaluation noted that no supporting clinical/medical documents have been provided. Therefore a thorough investigation cannot be performed. It was reported that this incident was "surgeon/scrub staff error, or unaware tibias are sided". The future impact to the patient cannot be concluded. Should any relevant clinical/medical information become available this complaint can be re-assessed. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.